Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the insulin pump alarmed power error and low battery. The power management tool confirmed power error and low battery alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.